Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), product type: lead; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 3887-56, lot# v287549, product type: lead; product ID 3708220, serial# (B)(4), product type: extension; product ID 37754, serial# (B)(4), product type: recharger; product ID 3550-39, lot# n343243, product type: accessory; product ID 3887-56, lot# v287549, product type: lead; product ID 3550-39, lot# n328318, product type: accessory. (B)(4).

Event description:
It was reported that the patient was in the emergency room (ER) where their implantable neurostimulator (ins) had been ¿firing non-stop since 1230¿ and the issue continued to the time of report of 1710. It was noted that with each pulse from their ins caused the patient¿s muscles to contract and twitch. The patient was also reported to be pale, diaphoretic, and had a hard time finding the strength to ¿even speak in full sentences¿. In addition, the patient appeared to be going into rhabdomyolysis and ¿was getting worse¿. Initially, the first manufacturer¿s representative contacted noted that the ¿units battery shouldn¿t last that long¿ and that the ins was not causing the patient¿s issues (did not see the patient). It was noted that another representative was then contacted. Follow up information received on june 26, 2014 reported that the manufacturer¿s representative met with the patient. It was noted that the patient had been at their healthcare professional¿s (hcp) office earlier in the day and was shown how to use the programmer unit but once they got home they started ¿pressing buttons in unknown sequence¿ which led to the device shocking them. It was reported that the device was doing some ¿a self test of some kind¿. The patient was reprogrammed and discharged from the ER to home after a few hours of observations. If additional information is received, a follow up report will be sent.